Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by facility.